Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a bent connector. Evaluation conclusion code applies to the ins (serial # (B)(4)). Evaluation conclusion code applies to the desktop charger (serial # (B)(4)).

Event description:
The consumer reported that the patient's recharger was not charging. The recharger quit working and the patient noticed that a few days prior to the report. The patient was able to successfully recharge about 1.5 weeks ago and then they tried a few days prior to the report and it wasn't working. The screen on the recharger was blank. The patient had tried a different outlet and was getting a green light on the power supply. The connector pin arrows lined up but the connection was kind of loose. The connector pin was a little bent. It was further reported that there was a bent connector on the desktop charger and the recharger connector was loose on the recharger. It was further reported that the patient got a new recharger and was unable to charge their implantable neurostimulator (ins). There was a communication problem and the patient was seeing the reposition antenna screen on their recharger. The patient had not recharger their ins for a week or a week and a half prior to the report. The patient was not feeling stimulation. The patient had not felt stimulation for 3-4 days. The patient programmer was telling the patient to recharge their ins. The patient had a doctor's appointment scheduled for (B)(6). About a week and a half prior to the report when the patient went to recharge their ins they got one coupling bar and then it quit. It was further reported that the replacement recharger did not work. Relevant medical history included lumbar radiculopathy and spinal pain.